Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pem197 batch number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on (B)(6) 2019 and barbed suture was used. The fixation tab came off the suture during continuous suturing on the fascia. Further details are not provided. There were no adverse consequences to the patient.